Event description:
Treatment of a large unruptured sidewall aneurysm measuring 12mm located in the cavernous segment of the left ica (internal carotid artery). The patient's anatomy was normal in tortuosity. The patient was given dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported two pipelines (4.25mm x 18mm / 4.50mm x 16mm) would not release from their capture coils. Both pipelines were removed by trapping their braids between the capture coil and the catheter. The procedure was completed successfully with a new device. No patient injury was reported as a result of the procedure. Same event as MDR # 2029214-2014-00390.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).